Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she went to deliver insulin, but the insulin pump seemed frozen. When she took the battery out and replaced it, the device alarmed button error. Customer's blood glucose was not known. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with moisture damage was found on the keypad traces. However, all of the buttons functioned properly, no frozen screen or button error alarm noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.